Event description:
This event involved a patient who experienced a controller failed alarm approximately thirty-two months post heartware lvad implantation. The patient reported that when he/she connected their ac adapter to their controller, a high priority controller failed alarm occurred. The patient is reported to have been sitting up in a chair but is not very active. They further reported that when they disconnected the ac adapter, the alarm would resolve. The hospital was able to perform a controller exchange without any reported patient injury. The site did report that when the controller was removed from the patient, they noted that the power ports were very dirty with a lot of debris.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.